Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient receiving morphine (unknown dose and concentration) and second, unknown drug via an implantable pump for spinal pain. The patient reported a critical alarm sounding from the pump. When the patient attempted to get a bolus, the bolus failed to deliver and their patient therapy manager (ptm) showed code 8286 (empty reservoir alarm occurred). The issue started in the last 2-3 days. The patient indicated they recently had the pump filled because they did not have to go back to the healthcare professionals (hcp) office until (B)(6) 2021. The meaning of the code was reviewed and the patient was advised to follow up with their hcp to check the pump. The issue was not resolved through troubleshooting. No symptoms or patient complications reported.